Event description:
It was reported that the downstream occlusion sensor membrane was torn. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. It had a bubbled dso seal, the uso seal was damaged, and the lcd lens was scratched. After visual inspection, functional testing was performed. The customer's reported problem was duplicated, and the most probable root cause was the damaged dso sensor and torn dso seal, which were replaced. The dso bezel, uso seal, lcd lens, lcd lens seal, keypad, overlay gray, and rear label were also replaced. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.